Manufacturer narrative:
(B)(4). Device status changed from returning to not returned. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other two proglide devices referenced are being filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using three proglide devices after an unspecified procedure. Reportedly, an unknown device issue occurred with the three proglide devices. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure or therapy. The name of the physician was not provided and it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.